Manufacturer narrative:
A customer in germany notified biomérieux that they have obtained a potential misidentification of corynebacterium durum in association with axima assurance+launchpad pc (ref. 410710, serial number (B)(6)) which is part of vitek® ms equipment. Investigation fine tuning status good at the time of acquisition spot preparation quality the customer¿s spot preparation quality is not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Kb review the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis according to data provided, the misidentification results were obtained from spectra having a low number of peaks (between 31 to 41) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). Moreover, for some misidentifications were obtained with a low identification score (between -0.34 to -0.21) which is also near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Fine tuning value for ¿all peaks¿ are higher than in routine mode (between 110 to 120 peaks) whereas on sample they are on average between 31 to 41 peaks. An analysis of the customer spectra shows the investigator the peaks detected. For spectra which are providing identification as corynebacterium durum, there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, the investigator suspects the presence of hemoglobin peaks. The hemoglobin peaks are prominent and prevent the expression of the other proteins. This leads to very few number of peaks and consequently gives the mis-identification. Conclusion based on all these findings (low number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected, probably linked to agar picking when the customer uses pickme pen for the deposit. In addition, the following system limitation is mentioned in the vitek® ms v3.0 knowledge base user manual ref. 161150-556-b: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: a customer in (B)(6) reported to biomérieux that they have obtained a potential misidentification of corynebacterium durum with the product axima assurance+launchpad pc (ref. 410710, serial number (B)(4)) which is part of vitek ms equipment. The customer reported that they identified corynebacterium durum via vitek ms, but that the plate culture shows a morphology other than corynebacterium durum. The potential misidentification has not been confirmed by any other testing method. Biomérieux local customer service has requested the customer provide further information to analyze the organism identification. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.